Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed twists in the imaging window assembly. Microscopic inspection revealed the guidewire exit port was damaged and confirmed the imaging window was twisted. A test guidewire was inserted and there was no indication of resistance in tracking the guidewire into the catheter.

Event description:
It was reported that device entanglement occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. An opticross 18 was selected for use during an endovascular therapy procedure. During advancement of the catheter, it was noted that the catheter got caught and became stuck with a non-boston scientific guidewire. Both the catheter and guidewire were removed together. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device entanglement occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. An opticross 18 was selected for use during an endovascular therapy procedure. During advancement of the catheter, it was noted that the catheter got caught and became stuck with a non-boston scientific guidewire. Both the catheter and guidewire were removed together. The procedure was completed with another of the same device. No patient complications were reported.